Manufacturer narrative:
Model number/catalog number: sc-2408-74, serial number: (B)(4), batch/lot number: 20296714, model/catalog description: avista MRI perc lead kit 74 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was not getting adequate stimulation. The patient underwent an explant procedure.